Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: partially into uterine wall/ failure to occlude (close) fallopian tubes / migration and tissue being affected'), pelvic pain ('pain/pelvic area/ lower left and right pelvic area'), genital haemorrhage ('unusual bleeding'), haemorrhagic cyst ('ultrasound confirmation of hemorrhagic cyst') and ovarian cyst ruptured ('consistently began getting ovarian cyst that burst') in a 39-year-old female patient who had essure (batch no. A38513, a30513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included add from 2011 to 2014, esophageal reflux, hypocalcemia, transient ischemic attack and cyst of kidney. (B)(6) 2016- surgical pathology report pathologic diagnosis: a. Fallopian tube, right, salpingectomy: -metallic coil grossly present within fallopian tube lumen and no histologic abnormality identified. B. Fallopian tube, left, salpingectomy -metallic coil grossly present within fallopian tube lumen and no histologic abnormality identified. Previously administered products included for an unreported indication: aspirin from 2012 to 2013 and wellbutrin. Concurrent conditions included irritable bowel syndrome since (B)(6) 2016, chronic sinusitis since 1994, menstruation irregular, hives, foramen ovale patent, shoulder pain, neck pain and nabothian cyst. Concomitant products included acetylsalicylic acid (aspirin), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2011 to 2014, biotin since 2014, colecalciferol (vit d3) since 2010, cyanocobalamin (vit b12) since 2015, docosahexaenoic acid;eicosapentaenoic acid (omega-3) since 2014, hydrocodone from 2010 to 2016, loratadine (claritin) since 2008, mometasone furoate (flonase) since 2008, mometasone furoate (nasonex) since 2015 and vitamins nos (multivitamins). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) / intermittent spotting") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods, clotting"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping/ unusual cramping"), constipation ("gastrointestinal or digestive system condition type: onset of painful constipation"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and cyst rupture ("consistently began getting uterine cysts that burst"). In (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and breast tenderness ("hormonal changes describe: extreme breast tenderness") and was found to have hormone level abnormal ("hormonal changes describe: severe hormone fluctuation"). In (B)(6) 2015, the patient experienced tremor ("neurological conditions or problems type:tremors in hands/ shaking in hands") and eye movement disorder ("neurological conditions or problems type: eye twitching"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fatigue ("fatigue/ chronic fatigue"). In 2016, the patient experienced allergy to metals ("rashes or skin conditions type: widespread rash due to nickel allergy") with rash and inflammation. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhagic cyst (seriousness criterion medically significant), swelling ("hormonal changes describe: swelling"), the first episode of arthralgia ("hip pain left and right"), back pain ("lower back area left and right"), dizziness ("dizziness"), pain in extremity ("thigh pain left and right"), the second episode of arthralgia ("hip pain"), vaginal discharge ("vaginal discharge/ clear fluid gushing out of my vagina sporadically"), breast enlargement ("breast enlargement"), endometrial thickening ("endometrium thickening"), adenomyosis ("adenomyosis"), peripheral swelling ("swelling in legs"), abdominal pain lower ("unusual cramping"), uterine cyst ("consistently began getting ovarian and uterine cysts that burst"), infection ("free fluid caused infection") and dyschezia ("painful constipation and diarrhea") and was found to have heart rate increased ("increased heart rate"). The patient was treated with antibiotics, prednisone, vitamins nos and surgery (bilateral salpingectomy (removal of fallopian tubes) and bilateral salpingectomy(removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, haemorrhagic cyst, ovarian cyst ruptured, swelling, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, urinary tract infection, cystitis, migraine, headache, endometriosis, dysmenorrhoea, dyspareunia, alopecia, back pain, dizziness, hormone level abnormal, breast tenderness, cyst rupture, pain in extremity, heart rate increased, the last episode of arthralgia, vaginal discharge, breast enlargement, endometrial thickening, adenomyosis, peripheral swelling, abdominal pain lower, uterine cyst and infection outcome was unknown and the allergy to metals, tremor, eye movement disorder, fatigue, constipation, diarrhoea and dyschezia had resolved. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, alopecia, back pain, breast enlargement, breast tenderness, constipation, cyst rupture, cystitis, diarrhoea, dizziness, dyschezia, dysmenorrhoea, dyspareunia, embedded device, endometrial thickening, endometriosis, eye movement disorder, fatigue, genital haemorrhage, haemorrhagic cyst, headache, heart rate increased, hormone level abnormal, infection, menorrhagia, migraine, ovarian cyst ruptured, pain in extremity, pelvic pain, peripheral swelling, swelling, tremor, urinary tract infection, uterine cyst, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: she had need for additional surgery. Discripancy: previous mentioned date of removal (B)(6) 2016 and in recent f/u the date of removal mentioned as (B)(6) 2016. Insertion details-the essure implants were placed per protocol and at the end of the procedure 4 loops were seen in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Failure to occlude (close) fallopian tubes. Left tube occluded. But not the right.; on (B)(6) 2014: no contrast extension into the fallopian tubes.. Ultrasound scan vagina - on (B)(6) 2014: impression: endometrial thickness measures 8 mm. Findings of possible adenomyosis. Consider follow-up pelvic ultrasound study or pelvic MRI exam. If pain persists, CT study may be of additional value; on (B)(6) 2014: impression: moderate amount of free fluid in the pelvis endometrium is within normal limits in thickness. There are couple tiny cysts in the enclometriurn and one in the myometrium. This can be associated with adenomyosis small hemorrhagic cyst left ovary; on (B)(6) 2016: impression: mild medial cysts and nabothian cysts. Simple appearing right ovarian cyst measuring up to 1.6 cm. Small follicles. Minimal free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, rash, nickel allergy, haemorrhagic cyst, ovarian cyst. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received: lot number were added. New events: severe hormone fluctuation, extreme breast tenderness, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal yeast infection, urinary tract infection, bladder infection, inflammation and wide spread rash due to nickel allergy, endometriosis, consistently began getting uterine cysts that burst, ovarian cyst, migration of essure device location of device: partially into uterine wall, tremors in hands, eye twitching, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, onset of painful constipation and diarrhea, hair loss, migraines, headaches, hip pain, thigh pain¸ dizziness, increased heart rate, unusual bleeding, vaginal discharge, breast enlargement, hemorrhagic cyst, endometrium thickening, adenomyosis, swelling in legs, cysts that burst free fluid caused infection were added. New reporter, patient information, medical history, lab data, treatment, concomitant and historical drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: partially into uterine wall/ failure to occlude (close) fallopian tubes / migration and tissue being affected'), pelvic pain ('pain/pelvic area/ lower left and right pelvic area'), genital haemorrhage ('unusual bleeding'), haemorrhagic cyst ('ultrasound confirmation of hemorrhagic cyst') and ovarian cyst ruptured ('consistently began getting ovarian cyst that burst') in a 39-year-old female patient who had essure (batch no. A38513-not valid, a30513-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included add from 2011 to 2014, esophageal reflux, hypocalcemia, transient ischemic attack and renal cyst nos. (B)(6) 2016- surgical pathology report pathologic diagnosis: a. Fallopian tube, right, salpingectomy: -metallic coil grossly present within fallopian tube lumen and no histologic abnormality identified. B. Fallopian tube, left, salpingectomy -metallic coil grossly present within fallopian tube lumen and no histologic abnormality identified. Previously administered products included for an unreported indication: aspirin from 2012 to 2013 and wellbutrin. Concurrent conditions included irritable bowel syndrome since (B)(6) 2016, chronic sinusitis since 1994, menstruation irregular, hives, foramen ovale patent, shoulder pain, neck pain and nabothian cyst. Concomitant products included acetylsalicylic acid (aspirin), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2011 to 2014, biotin since 2014, colecalciferol (vit d3) since 2010, cyanocobalamin (vit b12) since 2015, hydrocodone from 2010 to 2016, loratadine (claritin) since 2008, mometasone furoate (flonase) since 2008, mometasone furoate (nasonex) since 2015 and vitamins nos (multivitamins). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) / intermittent spotting") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods, clotting"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping/ unusual cramping"), constipation ("gastrointestinal or digestive system condition type: onset of painful constipation"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and cyst rupture ("consistently began getting uterine cysts that burst"). In (B)(6) 2014, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and breast tenderness ("hormonal changes describe: extreme breast tenderness") and was found to have hormone level abnormal ("hormonal changes describe: severe hormone fluctuation"). In (B)(6) 2015, the patient experienced tremor ("neurological conditions or problems type:tremors in hands/ shaking in hands") and eye movement disorder ("neurological conditions or problems type: eye twitching"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fatigue ("fatigue/ chronic fatigue"). In 2016, the patient experienced dermatitis allergic ("rashes or skin conditions type: widespread rash due to nickel allergy") with dermatitis contact and dermatitis. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhagic cyst (seriousness criterion medically significant), swelling ("hormonal changes describe: swelling"), arthralgia ("hip pain left and right"), back pain ("lower back area left and right"), dizziness ("dizziness"), pain in extremity ("thigh pain left and right"), vaginal discharge ("vaginal discharge/ clear fluid gushing out of my vagina sporadically"), breast enlargement ("breast enlargement"), endometrial thickening ("endometrium thickening"), adenomyosis ("adenomyosis"), peripheral swelling ("swelling in legs"), abdominal pain lower ("unusual cramping"), uterine cyst ("consistently began getting ovarian and uterine cysts that burst"), infection ("free fluid caused infection") and dyschezia ("painful constipation and diarrhea") and was found to have heart rate increased ("increased heart rate"). The patient was treated with antibiotics, prednisone, vitamins nos and surgery (bilateral salpingectomy (removal of fallopian tubes) and bilateral salpingectomy(removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, haemorrhagic cyst, ovarian cyst ruptured, swelling, vaginal haemorrhage, menorrhagia, fungal infection, urinary tract infection, cystitis, migraine, headache, endometriosis, dysmenorrhoea, dyspareunia, alopecia, arthralgia, back pain, dizziness, hormone level abnormal, breast tenderness, cyst rupture, pain in extremity, heart rate increased, vaginal discharge, breast enlargement, endometrial thickening, adenomyosis, peripheral swelling, abdominal pain lower, uterine cyst and infection outcome was unknown and the dermatitis allergic, tremor, eye movement disorder, fatigue, constipation, diarrhoea and dyschezia had resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, breast enlargement, breast tenderness, constipation, cyst rupture, cystitis, dermatitis allergic, diarrhoea, dizziness, dyschezia, dysmenorrhoea, dyspareunia, embedded device, endometrial thickening, endometriosis, eye movement disorder, fatigue, fungal infection, genital haemorrhage, haemorrhagic cyst, headache, heart rate increased, hormone level abnormal, infection, menorrhagia, migraine, ovarian cyst ruptured, pain in extremity, pelvic pain, peripheral swelling, swelling, tremor, urinary tract infection, uterine cyst, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had need for additional surgery. Discrepancy: previous mentioned date of removal (B)(6) 2016 and in recent f/u the date of removal mentioned as (B)(6) 2016. Insertion details-the essure implants were placed per protocol and at the end of the procedure 4 loops were seen in the uterine cavity. Omega-3 (docosahexaenoic acid + eicosapentaenoic acid] has been taking since 2014 as a concomitant drug. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Failure to occlude (close) fallopian tubes. Left tube occluded. But not the right.; on (B)(6) 2014: no contrast extension into the fallopian tubes.. Ultrasound scan vagina - on (B)(6) 2014: impression: endometrial thickness measures 8 mm. Findings of possible adenomyosis. Consider follow-up pelvic ultrasound study or pelvic MRI exam. If pain persists, CT study may be of additional value; on (B)(6) 2014: impression: moderate amount of free fluid in the pelvis endometrium is within normal limits in thickness. There are couple tiny cysts in the enclometriurn and one in the myometrium. This can be associated with adenomyosis small hemorrhagic cyst left ovary; on (B)(6) 2016: impression: 1. Mild medial cysts and nabothian cysts. 2. Simple appearing right ovarian cyst measuring up to 1.6 cm. Small follicles. 3. Minimal free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, rash, nickel allergy, haemorrhagic cyst, ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: partially into uterine wall/ failure to occlude (close) fallopian tubes / migration and tissue being affected'), pelvic pain ('pain/pelvic area/ lower left and right pelvic area'), genital haemorrhage ('unusual bleeding/unusual bleeding'), haemorrhagic cyst ('ultrasound confirmation of hemorrhagic cyst') and ovarian cyst ruptured ('consistently began getting ovarian cyst that burst') in a 39-year-old female patient who had essure (batch no. A38513 not valid a30513 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included add from 2011 to 2014, esophageal reflux, hypocalcemia, transient ischemic attack and renal cyst nos. (B)(6) 2016- surgical pathology report pathologic diagnosis: a. Fallopian tube, right, salpingectomy: -metallic coil grossly present within fallopian tube lumen and no histologic abnormality identified. B. Fallopian tube, left, salpingectomy -metallic coil grossly present within fallopian tube lumen and no histologic abnormality identified. Previously administered products included for an unreported indication: aspirin from 2012 to 2013, alesse from 2001 to 2007 and wellbutrin. Concurrent conditions included irritable bowel syndrome since (B)(6) 2016, chronic sinusitis since 1994, menstruation irregular, hives, foramen ovale patent, shoulder pain, neck pain and nabothian cyst. Concomitant products included acetylsalicylic acid (aspirin), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2011 to 2014, biotin since 2014, cholecalciferol (vit d3) since 2010, cyanocobalamin (vit b12) since 2015, hydrocodone from 2010 to 2016, loratadine (claritin) since 2008, mometasone furoate (flonase) since 2008, mometasone furoate (nasonex) since 2015 and vitamins nos (multivitamins). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) / intermittent spotting") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods, clotting/heavy periods"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping/ unusual cramping/cramping"), constipation ("gastrointestinal or digestive system condition type: onset of painful constipation"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and cyst rupture ("consistently began getting uterine cysts that burst"). In (B)(6) 2014, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and breast tenderness ("hormonal changes describe: extreme breast tenderness") and was found to have hormone level abnormal ("hormonal changes describe: severe hormone fluctuation"). In (B)(6) 2015, the patient experienced tremor ("neurological conditions or problems type:tremors in hands/ shaking in hands/tremors in hands/ shaking in hands") and eye movement disorder ("neurological conditions or problems type: eye twitching"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fatigue ("fatigue/ chronic fatigue"). In 2016, the patient experienced dermatitis allergic ("rashes or skin conditions type: widespread rash due to nickel allergy") with dermatitis contact and dermatitis. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhagic cyst (seriousness criterion medically significant), swelling ("hormonal changes describe: swelling"), arthralgia ("hip pain left and right/pain in hip"), back pain ("lower back area left and right"), dizziness ("dizziness/dizziness"), pain in extremity ("thigh pain left and right/pain in upper thigh"), vaginal discharge ("vaginal discharge/ clear fluid gushing out of my vagina sporadically/vaginal discharge"), breast enlargement ("breast enlargement"), endometrial thickening ("endometrium thickening"), adenomyosis ("adenomyosis"), peripheral swelling ("swelling in legs"), abdominal pain lower ("unusual cramping"), uterine cyst ("consistently began getting ovarian and uterine cysts that burst"), infection ("free fluid caused infection"), dyschezia ("painful constipation and diarrhea") and rash ("rash covering limbs, stomach and back") and was found to have heart rate increased ("increased heart rate/increased heart rate"). The patient was treated with antibiotics, prednisone, vitamins nos and surgery (bilateral salpingectomy (removal of fallopian tubes) and bilateral salpingectomy(removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, haemorrhagic cyst, ovarian cyst ruptured, swelling, vaginal haemorrhage, menorrhagia, fungal infection, urinary tract infection, cystitis, migraine, headache, endometriosis, dysmenorrhoea, dyspareunia, alopecia, arthralgia, back pain, dizziness, hormone level abnormal, breast tenderness, cyst rupture, pain in extremity, heart rate increased, vaginal discharge, breast enlargement, endometrial thickening, adenomyosis, peripheral swelling, abdominal pain lower, uterine cyst, infection and rash outcome was unknown and the dermatitis allergic, tremor, eye movement disorder, fatigue, constipation, diarrhoea and dyschezia had resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, breast enlargement, breast tenderness, constipation, cyst rupture, cystitis, dermatitis allergic, diarrhoea, dizziness, dyschezia, dysmenorrhoea, dyspareunia, embedded device, endometrial thickening, endometriosis, eye movement disorder, fatigue, fungal infection, genital haemorrhage, haemorrhagic cyst, headache, heart rate increased, hormone level abnormal, infection, menorrhagia, migraine, ovarian cyst ruptured, pain in extremity, pelvic pain, peripheral swelling, rash, swelling, tremor, urinary tract infection, uterine cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy: previous mentioned date of removal (B)(6) 2016 and in recent f/u the date of removal mentioned as (B)(6) 2016. Insertion details-the essure implants were placed per protocol and at the end of the procedure 4 loops were seen in the uterine cavity. Omega-3 (docosahexaenoic acid + eicosapentaenoic acid] has been taking since 2014 as a concomitant drug. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Failure to occlude (close) fallopian tubes. Left tube occluded. But not the right.; on (B)(6) 2014: no contrast extension into the fallopian tubes.. Ultrasound scan vagina - on (B)(6) 2014: impression: endometrial thickness measures 8 mm. Findings of possible adenomyosis. Consider follow-up pelvic ultrasound study or pelvic MRI exam. If pain persists, CT study may be of additional value; on (B)(6) 2014: impression: moderate amount of free fluid in the pelvis endometrium is within normal limits in thickness. There are couple tiny cysts in the enclometriurn and one in the myometrium. This can be associated with adenomyosis small hemorrhagic cyst left ovary; on (B)(6) 2016: impression: 1. Mild medial cysts and nabothian cysts. 2. Simple appearing right ovarian cyst measuring up to 1.6 cm. Small follicles. 3. Minimal free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, rash, nickel allergy, haemorrhagic cyst, ovarian cyst. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Event per pfs: rash covering limbs, stomach and back was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: partially into uterine wall/ failure to occlude (close) fallopian tubes / migration and tissue being affected') and pelvic pain ('pain/pelvic area/ lower left and right pelvic area') in a 39-year-old female patient who had essure (batch no. A38513 invalid a30513 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included add from 2011 to 2014, esophageal reflux, hypocalcemia, transient ischemic attack and renal cyst nos. (B)(6)2016- surgical pathology report pathologic diagnosis: a. Fallopian tube, right, salpingectomy: metallic coil grossly present within fallopian tube lumen and no histologic abnormality identified. B. Fallopian tube, left, salpingectomy metallic coil grossly present within fallopian tube lumen and no histologic abnormality identified. Previously administered products included for an unreported indication: aspirin from 2012 to 2013, alesse from 2001 to 2007 and wellbutrin. Concurrent conditions included irritable bowel syndrome since (B)(6)2016, chronic sinusitis since 1994, menstruation irregular, hives, foramen ovale patent, shoulder pain, neck pain and nabothian cyst. Concomitant products included acetylsalicylic acid (aspirin), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2011 to 2014, biotin since 2014, colecalciferol (vit d3) since 2010, cyanocobalamin (vit b12) since 2015, hydrocodone from 2010 to 2016, loratadine (claritin) since 2008, mometasone furoate (flonase) since 2008, mometasone furoate (nasonex) since 2015 and vitamins nos (multivitamins). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) / intermittent spotting") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods, clotting/heavy periods"). In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramping/ unusual cramping/cramping") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6)2014, the patient experienced ovarian cyst ruptured ("consistently began getting ovarian cyst that burst"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), constipation ("gastrointestinal or digestive system condition type: onset of painful constipation"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and cyst rupture ("consistently began getting uterine cysts that burst"). In (B)(6)2014, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and breast tenderness ("hormonal changes describe: extreme breast tenderness") and was found to have hormone level abnormal ("hormonal changes describe: severe hormone fluctuation"). In (B)(6)2015, the patient experienced tremor ("neurological conditions or problems type:tremors in hands/ shaking in hands/tremors in hands/ shaking in hands") and eye movement disorder ("neurological conditions or problems type: eye twitching"). In (B)(6)2015, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6)2016, the patient experienced fatigue ("fatigue/ chronic fatigue"). In 2016, the patient experienced dermatitis allergic ("rashes or skin conditions type: widespread rash due to nickel allergy") with dermatitis contact and dermatitis. On (B)(6)2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("unusual bleeding/unusual bleeding"), haemorrhagic cyst ("ultrasound confirmation of hemorrhagic cyst"), swelling ("hormonal changes describe: swelling"), arthralgia ("hip pain left and right/pain in hip"), back pain ("lower back area left and right"), dizziness ("dizziness/dizziness"), pain in extremity ("thigh pain left and right/pain in upper thigh"), vaginal discharge ("vaginal discharge/ clear fluid gushing out of my vagina sporadically/vaginal discharge"), breast enlargement ("breast enlargement"), endometrial thickening ("endometrium thickening"), adenomyosis ("adenomyosis"), peripheral swelling ("swelling in legs"), abdominal pain lower ("unusual cramping"), uterine cyst ("consistently began getting ovarian and uterine cysts that burst"), infection ("free fluid caused infection"), dyschezia ("painful constipation and diarrhea"), rash ("rash covering limbs, stomach and back") and inflammation ("inflammation") and was found to have heart rate increased ("increased heart rate/increased heart rate"). The patient was treated with antibiotics, prednisone, vitamins nos and surgery (bilateral salpingectomy (removal of fallopian tubes) and bilateral salpingectomy(removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, haemorrhagic cyst, ovarian cyst ruptured, swelling, vaginal haemorrhage, menorrhagia, fungal infection, urinary tract infection, cystitis, migraine, headache, endometriosis, dysmenorrhoea, dyspareunia, alopecia, arthralgia, back pain, dizziness, hormone level abnormal, breast tenderness, cyst rupture, pain in extremity, heart rate increased, vaginal discharge, breast enlargement, endometrial thickening, adenomyosis, peripheral swelling, abdominal pain lower, uterine cyst, infection and rash outcome was unknown and the dermatitis allergic, tremor, eye movement disorder, fatigue, constipation, diarrhoea and dyschezia had resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, breast enlargement, breast tenderness, constipation, cyst rupture, cystitis, dermatitis allergic, diarrhoea, dizziness, dyschezia, dysmenorrhoea, dyspareunia, embedded device, endometrial thickening, endometriosis, eye movement disorder, fatigue, fungal infection, genital haemorrhage, haemorrhagic cyst, headache, heart rate increased, hormone level abnormal, infection, inflammation, menorrhagia, migraine, ovarian cyst ruptured, pain in extremity, pelvic pain, peripheral swelling, rash, swelling, tremor, urinary tract infection, uterine cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy: previous mentioned date of removal (B)(6)2016 and in recent f/u the date of removal mentioned as (B)(6)2016. Insertion details-the essure implants were placed per protocol and at the end of the procedure 4 loops were seen in the uterine cavity. Omega-3 (docosahexaenoic acid + eicosapentaenoic acid] has been taking since 2014 as a concomitant drug. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Failure to occlude (close) fallopian tubes. Left tube occluded. But not the right.; on (B)(6)2014: no contrast extension into the fallopian tubes.. Ultrasound scan vagina - on (B)(6)2014: impression: endometrial thickness measures 8 mm. Findings of possible adenomyosis. Consider follow-up pelvic ultrasound study or pelvic MRI exam. If pain persists, CT study may be of additional value; on (B)(6)2014: impression: moderate amount of free fluid in the pelvis endometrium is within normal limits in thickness. There are couple tiny cysts in the enclometriurn and one in the myometrium. This can be associated with adenomyosis small hemorrhagic cyst left ovary; on (B)(6)2016: impression: 1. Mild medial cysts and nabothian cysts. 2. Simple appearing right ovarian cyst measuring up to 1.6 cm. Small follicles. 3. Minimal free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, rash, nickel allergy, haemorrhagic cyst, ovarian cyst. Migraine, headache, endometriosis, tremor, dysmenorrhea, eye movement disorder, dyspareunia, fatigue, alopecia, constipation, diarrhea, arthralgia, backpain, dizziness, hormone level abnormal , breast tenderness, cyst rupture, pain in extremity, heart rate increased, vaginal discharge, breast enlargement, endmetrial thickening, adenomyosis, peripheral sweeling, abdominal pain lower, uterine cyst, infection, dyschezia, rash , inflammation,embedded device, genital haemorrhage, ovarian cysyt rupture, swelling, vaginal haemorrhage, menorrhagia, fungal infection, cystitis, dermatitis allergy, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: pfs & social media received. Event per pfs: inflammation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.